Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the patient was prescribed mgso4 2g IV to be administered over a duration of 2 hours. The staff registered nurse correctly programmed the b-braun IV pump, which was verified by two nurses. However, it was later observed that the medication was entirely depleted after just 1 hour of administration, despite the correct programming for a 2-hour infusion.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): [ ] defect confirmed [x] defect not confirmed due to no return of physical sample.